Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited failure to capture and helix extension issues. The atrial lead was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported events of failure to capture and the helix mechanism issue were confirmed. As received, a complete lead was returned in one piece for analysis. A visual examination of the lead found the helix was retracted and covered with body fluids. An x-ray examination of the lead found the inner coil in the connector region was overtorqued due to the procedural damage. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The cause of the reported event of failure to capture was due to the overtorqued inner coil in the connector region and the cause of the reported event of helix mechanism issue was due to the overtorqued inner coil in the connector region and the helix clogged with body fluids.